Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The needle was returned and no anomalies were found. (B)(4).

Event description:
It was reported that prior to an ablation procedure, the physician tested the transseptal needle (with the stylet inserted) and the dilator sheath. With the first three sheaths he reported that the needle scratched inside the dilator of the sheath and could not be used. The physician further reported that plastic particles could be seen. The fourth sheath indicated no issues, but after the sheath was inserted in the patient the physician was unable to insert the transseptal needle anymore. The sheath was exchanged and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the brockenbrough needle, ep003994s with lot number 209002496, was returned and analyzed. The needle was inserted into the dilator, slight resistance was felt and plastic particles were observed after the needle exited the distal end of the dilator. There were no anomalies found with the needle. However, it is plausible that skiving occurred as there is a compatibility issue with the brockenbrough needle and a competitor sheath. The cause of the issue was not established. If information is provided in the future, a supplemental report will be issued.